Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 235 of 331 lifetime ventricular sic (v-sic) occurred since (B)(6) 2013. One lead failure predictor episode of less than 220 ms cycle length is recorded on (B)(6) 2013. Analysis of the device memory indicated a lead impedance out of range alert and right ventricular lead integrity alert were met. Lead integrity alert triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2012. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and was undefined. Maximum svc defib impedance is greater than 250 ohms beginning the week ending (B)(6) 2012 and is undefined prior to this date.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Unknown competitor implantable pacing lead. (B)(4).

Event description:
It was reported that noise was noted in both the atrial and ventricular leads. During an office visit, noise was observed when the patient's hair touched the patient's feet while in a seated position. The patient indicated having felt current passing through/overtheir body and also indicated having felt a small shock. Additionally, the device provided a trend and a lead warning for svc coil impedance, but a single coil lead was implanted. The leads and device were explanted and replaced. No further patient complications have been reported as a result of this event.